Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a significant discrepancy persisting even after troubleshooting steps. Affected insulin fill estimate showed 80 units, while caller expected 156 units initially. Despite taking corrective steps, including reloading the cartridge and disconnecting to deliver a bolus, discrepancies persisted with both the original and new cartridges. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by walking them through filling and loading a new cartridge and advised additional escalation for further assistance. Caller continued to use the pump for insulin therapy. No additional information was received regarding the outcome of the event.